Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt, implanted in 2001, heard strange sounds with the ci. Sometimes there was a loss of sound. Re-implantation surgery is scheduled for (B)(6) 2013.